Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to plug the pump into a different outlet and wait for at least 30 minutes to see if charging would commence. The issue was resolved after the customer followed this advice, successfully charging the pump for more than 30 minutes.